Event description:
A helex septal occluder was implanted in the pt in 2007. The pt had a pfo (pt foramen ovale) with an asa (atrial septum aneurysm). The physician discovered that the device had embolized to the descending aorta. In 2008, the device was snared out of the pt in a transcatheter procedure. The pt was doing well following the procedure.

Manufacturer narrative:
Method a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs.